Manufacturer narrative:
Patient age and weight were not available from the site. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
During a cardiac lead management procedure, the physician attempted to extract a 6947 medtronic lead placed in the right venticle (rv) on (B)(6) 2012. The physician utilized a spectranetics 13fr tightrail rotating dilator sheath. After stalling on the proximal end of the lead, the physician abandoned the extraction. A hematoma was observed in the superior vena cava (svc) via video assisted thoracotomy, but a sternotomy was not performed. No further information was provided by the facility.